Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 10, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability and was mobile. Another implant was not placed in thie site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 10, a failure occurred upon insertion in type iii bone. The implant did not achieve primary stability and was mobile. Another implant was not placed in the site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.